Event description:
It was reported that a pediatric pt experienced a return of symptoms. The patient's refill date was missed in 2008. The physician was trying to refill the patient's pump, but had difficulty due to the patient's severe spasticity. The concentration and daily dose of baclofen being delivered via the pump were not reported. Additional info received indicated the home health nurse that routinely refills this pt did not make it to the scheduled refill appointment. At an unspecified time, sometime later, the pt became very spastic and began to experience withdrawal from the baclofen. The pt was taken to the emergency room for the withdrawal where the pt was given oral baclofen and sent home. The home health agency was called to refill the pump immediately. When the nurse arrived 8 hours later, she was unable to refill the pump due to the patient's severe spasticity. It was reported that the nurse could not find the reservoir port as the pt was very upset. Another nurse arrived to help but was also unable to fill the pump. The pt was finally taken to the hospital where the patient's spasticity management physician was located for a refill and treatment of withdrawal.